Manufacturer narrative:
(B)(4). The customer's report of secondary infused into primary bag was confirmed. Testing identified a malfunctioning check valve that allowed the secondary fluid to empty into the primary fluid bag. The returned check valve was sent to the supplier and they identified three clear particles located between the housing seal area and the affixed silicone diaphragm. The particles were identified to be an adhesive material. The root cause of the check valve failure is due to adhesive particles found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The source of the adhesive particulates was not identified. Although lot number unknown, the smartsite laser number indicates this set was built on 12/01/2010. The expiration date would be then be 12/01/2013.

Event description:
Clinician reported ivpb (secondary) of 50ml zosyn completely drained into one liter saline primary bag and she was able to replicate it 3 times after discovered. Clinician noted change in color of primary bag. Devices and sets were removed, physician called, and new IV tubing and zosyn infused. No patient or user harm reported.